Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, which was identified when the patient was moved to the stretcher, identified by the signals on the 3300 programmer. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, which was identified when the patient was moved to the stretcher, identified by the signals on the 3300 programmer, as it was sensing in the rv. No additional adverse patient effects were reported